Manufacturer narrative:
All operating currents are within specification. Off no power alarm functions properly and passed self test. No button error alarm noted. The device had intermittent button response due to moisture damage on keypad traces. The device had a cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 108 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.